Event description:
It was reported that stent damage occurred. Vascular access was obtained via femoral artery. The 95% stenosed, 2.5mmx38mm, eccentric, de novo target lesion with a <=45 degrees bend was located in the mildly tortuous and mildly calcified left anterior descending artery and left circumflex artery. After non-boston scientific (bsc) guidewire crossed the lesion and a 3.5 7f non-bsc guide catheter was engaged, pre-dilatation was performed using three non-bsc balloon catheters, sizes 2.5/15, 2.5/20, and 2.75/20 respectively. A 2.50 x 38 synergy drug-eluting stent was advanced for treatment. However, the stent could not cross the lesion and the tip of the stent itself was deformed. The procedure was completed with another of the same device. There were no patient complications and the patient status was stable.